Manufacturer narrative:
The lot number for this device was not available. Both z numbers involved with the recall provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection shows the wire protruding out through the tip of the cannula. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following use of a 12116 dlp left heart vent catheter, the customer observed that the guidewire of the catheter hit the tip of the device. Because of the implanted status of the catheter the surgeon had no view of the cannula tip during the procedure. The device had been used to complete the procedure. There was no adverse effect to the patient. The customer was concerned the issue could cause patient injury. Additional information received from customer confirms, patient is in healthy condition no injury, no impact to the patient.

Manufacturer narrative:
Investigation conclusion: the complaint was confirmed for wire protruding from the left heart ventricular catheter. Visual inspection did verify the wire is protruding from the end of the tip on the returned device. A dimensional check was performed on the wire that was extended out form each of the returned devices using calibrated calipers. Following the tolerance identified (.034 - .036) on the component specification drawing the od was taken. Results show the od was within tolerance on all devices. Due to the finished good lot number being unknown, the DHR could not be reviewed; which would have helped to identify the component lot used for the wire and tubing. As the product was returned from the field with the damage, the quality online checks in place would not allow for the type of defect to pass, and the cause of the occurrence could not be determined. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.